Event description:
Stereo bx procedure had to be cancelled due to equipment failure. Atec breast biopsy excision system had a malfunction due to the attached biopsy device failing. No vacuum or suction was able to be performed preventing services from being performed. Staff ran diagnostics and replaced many parts to attempt to prevail with service but was unable to identify the issue at that time. The next day staff did additional trouble shooting using guidance from hologic and found that the issue originated from the eviva biopsy device.